Event description:
An ophthalmic surgeon reported that thermal burns occurred during surgeries performed by another surgeon involving 6 pts. Pt identifiers were not provided. The pt's conditions are unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).